Event description:
I had shoulder surgery for partial torn rotator cuff (supraspinatus) and partial torn labrum. Sutures were placed on labrum and the regentin collagen patch placed on my supraspinatus. I was in a sling for 2 weeks and immediately started having higher than normal amounts of pain, notified surgeon. Started pt at 2 weeks and high pain continued, severely limited range of motion that team incorrectly diagnosed as me "guarding" in pt (physiotherapy). Steroid shot around 4-6 weeks post op. Team diagnosed with post-operative frozen shoulder: had 2 manipulations under anesthesia. First (B)(6) 2024 and second (B)(6) 2024. Results did not last more than 1 weeks. High pain, severe restrictions in rom (range of motion), extreme pain for daily life activities. After 6 months, I felt my team had given up on me and said that's the best I can do. Second opinion led to arthroscopic release of scar tissue and debride the regentin patch off my rotator cuff. I was then diagnosed with severe post op adhesive capsulitis. Specifically had a ton of scar tissue around the rotator cuff (where the patch was). At this point I'm 29 years old, athletic prior to surgery, a career as nurse anesthetist which I can no longer do from this complication, and no preexisting conditions to cause this. Once patch was removed, I began to finally improve. But today, lost so much strength in my shoulder from 9+ months atrophy that I still cannot return to work. I am still struggling with daily pains and spending tons of money on pt. Having a healthcare background, I believe it was from the collagen patch used. Studies have shown 20% patients have increased pain/stiffness that requires additional surgery. The patch should have been removed earlier with my symptoms and failed muas (manipulation under anesthesia). It should not have been placed when my labrum required strict sling requirements. Providers using this need to know how to treat rare cases like mine. My first surgeon dr (B)(6) was on the regenetin product website (I learned later). The system failed me, and I work in it. I am 30 years old and on disability because of my complication.